Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that the bd device is missing the luer lock component, however after analyzing the customer¿s report the missing component was disassembled by the customer. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Connecta that cannot be attached with a male luer lock, as it only spins around until the "ring" comes off completely. Contaminated with morfin, midazolam, natrium, kalium.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.